Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to neck impingement which caused the constrained liner's ring to fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: trilogy shell with holes item # 65620005220, lot # 62469742. Trilogy bone screw item # 00625006515, lot # 62352230. Trilogy bone screw item # 00625006515, lot # 62395619. Trilogy bone screw item # 00625006520, lot # 62436834. Bone screw self-tapping item # 00625006525, lot # 62460726. Complaint sample was evaluated and the reported event was confirmed. Photographic and visual inspection of the metal constraining ring revealed it was fractured into two pieces. There was burring around diameter of ring. Dimensional analysis indicated the device meets print specification where measured. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause was unable to be determined with the information available.. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to dislocation and neck impingement, resulting in fracture of the acetabular locking ring. Attempts have been made and additional information on the reported event is unavailable.